Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor reading was inaccurate and had caused threshold suspend with false low alerts. The customer also reported that the sensor gave a reading of 270 mg/dl when the blood glucose reading was 147 mg/dl. The customer stated that there was blood at the tip of the sensor cannula with a slight bend. A test plug procedure showed that the transmitter was functioning properly. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test and sensor failed. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the insertion anomaly due to the customer did not return insertion needle. Only the sensor.